Event description:
The customer reported that the system did not x-ray and a reboot did not correct the problem. A check sum error appeared. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep changed the sbc-coin battery and reset the system with the c-mos setting. The system operates as intended.